Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial deployment of the stent occurred. The target lesion was located in the non tortuous and non calcified carotid artery. A 10.0-24 carotid wallstent¿ was advanced to treat the lesion. During introduction, the stent met significant resistance and was stuck. The device was unable to be fully deployed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.